Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera control unit displayed an e117 output error message. The issue occurred during preparation for use for a therapeutic cholecystectomy that was completed by using a similar device. There was no delay and no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Output error e117 was unable to be confirmed. However, it was found that there was an uneven brightness of the touch panel. It is possible that the brightness issue was caused by impact. Based on the results of the investigation, the definitive root cause of the output error could not be determined. Olympus will continue to monitor field performance for this device.